Event description:
On (B)(6), 2010, this pt was undergoing treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. A trunk-ipsilateral leg component was advanced form the left common iliac artery, which had a 90 degree turn before leading into the aorta. It was also reported that the sheath was "tight" at the aortic bifurcation. The device seemed to meet some resistance as it was being advanced into position, so the physician pushed the device to move past the resistance in the sheath. When the device was in position and the deployment knob was pulled, the device did not deploy. It was reported the deployment line broke halfway through the pull. It was reported that when the device was removed from the pt, the string that connects the device to the catheter seemed to be cut. The procedure continued with another trunk-ipsilateral leg component, and the pt tolerated the procedure. There was no adverse event to the pt. Additional information has been requested.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.